Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the zenith aaa endovascular graft aaa ancillary component main body extension was being used to repair the abdominal aortic aneurysm. The physician noticed that the tip was slightly frayed, but they did not think it would affect insertion into the vessel. However, the device would not advance into the common iliac artery. A backup device was used to complete the procedure, and there were no injuries or additional procedures reported.